Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that his mother¿s onetouch verio 2 meter read inaccurately high (unknown comparison). The complaint was classified based on the customer service representative (csr) documentation, as csr attempts to follow up the patient by telephone, for additional information was unsuccessful. The reporter could not confirm when the alleged meter issue began, reporting that his mother had obtaining an inaccurate high blood glucose reading of ¿400 mg/dl¿ with the subject meter. The reporter informed the csr that the patient manages her diabetes with oral medication, diet and exercise, and that in response to the alleged high result she might have consumed less food and drink. The reporter stated that 30 minutes after the alleged meter issue began, the patient developed symptoms of ¿dizzy¿. It is not clear when, but the reporter alleged that the patient attended an urgent care/clinic and was treated with insulin by a health care professional. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.